Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. Expected 2300 actual 0. Requesting information from ts regarding pump replacements. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that they replaced the circulation pump and mixing pump in an arctic sun device, but it was now failing calibration for an error 3(pre-warm nominal flow error) expected 2300 actual 0. Requesting information from ts regarding pump replacements. Per follow up information received via phone on 31mar2025, they were having issues passing calibration, error 80 expected 6 actual 28 t4 5.7 degrees, asked them to check the connector to the mixing pump and asked if these were new parts or "refurbished" parts from a 3rd party and they said refurbished, they were going to ask for a replacement from the 3rd party. Ran the device in bypass and had 0 flow, inlet pressure (ip) was 6.4 psi and 100 circulation pump command (cpc), asked for shunt line to check to see if water was flowing but they didn't have a service kit, they were going to order the kit and call back. Per sample evaluation results received via task on 27jun2025, it was reported that the mixing pump spare part post repair failure regarding the refurbished pump being replaced and found to not be working properly.